Event description:
It was reported that the pump was not detecting the lock. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had missing battery compartment door. Functional testing performed. Device failed; latch/lock status does not change once you lock the pump. The customer's reported issue was confirmed. Replaced the lock/latch sensor (cam flex sensor). Device came in missing battery compartment door. Installed new door. Upon further inspection per pvt (preventative maintenance testing) found front housing speaker wire is damaged. Replaced the speaker. Updated the software and device passed all testing after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.